Event description:
The patient was admitted for a robotic total abdominal hysterectomy. The procedure went well but the non-radiopaque insulating sleeve for the davinci xi monopolar curved scissors fell off into the patient. The surgeon searched for the sleeve for 3 hours, taking two x-rays, and the procedure progressed from robotic, to laparoscopic to partially opened. Ultimately the patient was closed so that additional radiology images could be obtained. The patient was taken for a CT scan the next day and the sleeve was located. The patient returned to the operating room (o.r.) And the sleeve was removed under ultrasound guidance. The patient's outcome is pending. The sleeves should be radiopaque. We have at least 6 other instances of the sleeves coming off in the patient. In two cases there was melting of the sleeve noted. Manufacturer response for robotic xi insulating sleeve for endowrist monopolar curved scissors, intuitive tip cover accessory for use with endowrist monopolar scissors (per site reporter). We know of 6 other similar events at the time of this report, when the insulating sleeve fell off the scissors into the patient. In those cases, the sleeve was found and the sleeve, along with the scissors, given to the manufacturer rep for evaluation. In two cases there was reported melting of the sleeve, so it is unclear whether the defect is within the sleeve, whether the scissors are generating too much heat, or some other cause exists. At a minimum the manufacturer should have a radiopaque marker on the sleeve to aid with x-ray location of the device should this be an ongoing concern. We have not yet received feedback from the manufacturer related to the cause of this issue.